Manufacturer narrative:
Conclusion: the device history records of the valve and delivery catheter system (dcs) were reviewed and showed that these products met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Review of the returned angiographic cines showed an initial good valve load. Cine showed the valve being deployed to 80% and was severely under-expanded. Another cine showed the same, with the valve deployed at 80% and still under-expanded. Cine showed the valve being pulled out of the annulus and around the arch. Both the valve and the delivery catheter system (dcs) catheter were deformed. Cine showed the non-medtronic valve being deployed in the annulus and the medtronic valve deployed in the descending aorta. Unfortunately, the cines did not show the cause for the deformation of the valve. The cines also did not show or confirm the post-implant balloon aortic valvuloplasty (bav) that was reportedly performed. Unfortunately, we were unable to conclusively determine the cause for the valve frame under-expansion, leaflet issues and frame damage. The reported event indicated that the valve leaflet did not deploy as expected, the valve was under expanded, and during attempted recapture, the capsule of the delivery catheter system (dcs) became damaged. The device was returned to medtronic for analysis. Delamination was observed on the capsule, which typically occurs when the capsule has been subjected to a bending force potentially after tracking through patient anatomy. Damage was observed on the distal end of the capsule frame; the nitinol frame was deformed, and part of the capsule polymer was torn open. There was no other evidence of damage observed on the subject dcs. Cines were received for review. The cine review confirmed that the valve load was good. The cine films also confirm that the valve was under-expanded when deployed to 80%, and during recapture, the valve and catheter became deformed. However, the cause of the deformed capsule could not be determined via review of the cines. The damage on the capsule may have occurred due to an interaction between the distal end of the capsule and a hard surface during insertion, deployment or recapture. Or the damage may have occurred due to the valve frame de formation. The cause of the damage cannot be conclusively confirmed with the information available. This event did not indicate device misuse. There was no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: enveor-n, lot #: 0009282183, ubd: 16-aug-2019, UDI#: (B)(4). Product analysis and conclusion: the valve remains implanted. The delivery catheter system (dcs) has been returned for analysis and the analysis is in progress. The results of the analysis and investigation will be submitted upon completion. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed three times with a non-medtronic balloon due to severe calcification of the leaflets. The delivery catheter system (dcs) was delivered to the annulus via the right transfemoral approach. The valve was loaded once and confirmed visually, tactility and under fluoroscopy. The valve was attempted to be deployed at a position of 2 millimeter (mm). At two thirds deployed, fluoroscopy and echocardiogram revealed the valve leaflet on the lcc side did not deploy and the valve was under expanded. The valve was to be recaptured; however, during the recapture, the frame on the outflow of the valve became deformed and a hole was observed in the capsule flare. It was believed that the outflow frame deformation opened the hole in the capsule. The valve was retrieved from the annulus and pulled to the descending aorta where it was implanted. The dcs was removed and it was reported the tip of the capsule had an open hole. A bav in the valve was performed. The valve was confirmed to be anchored under computed tomography (CT) and echocardiogram. A second pre-implant bav was performed. A second non-medtronic 23 mm transcatheter bioprosthetic valve was used and implanted uneventfully. Per the physician, the initial deployment failure in the annulus along with the stress from the recapture led to the valve frame deformation. No additional adverse patient effects were reported.

Manufacturer narrative:
Analysis: upon receipt at medtronic's quality laboratory, the handle appeared intact. The device was received with the capsule partially opened. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advance and retracted position and locked in place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame along the full length of the capsule. The inner membrane shafe and spindle hub appeared intact with no evidence of damage. Damage was noted on the frame of the capsule at the distal end of the capsule. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.